Event description:
It was reported that, during an unknown procedure, the twinfix anchor fractured when the surgeon tried to implant it. All the pieces were removed from the patient using tweezers. Surgery was completed with a back-up device instead, an additional hole was required and there was a void left in the patient. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h2: corrected information on: b5.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an unknown procedure, the twinfix anchor fractured when the surgeon tried to implant it. All devices were removed from the patient using tweezers. Surgery was completed with a back-up device instead; an additional hole was required and there was a void left in the patient. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, and tied at the cleat. The tip of the device has bent causing the anchor to crack below the eyelet but not fractured away. When clearing bio debris with a q-tip to verify, the tip of the device came loose. Image attached. Bio debris is present. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.